Event description:
Customer called on (B)(4) 2012 reporting of a small volume (< 1cc) of clear liquid drip coming from the manual probe of the coulter hmx hematology analyzer with autoloader. Customer indicated that testing of mode to mode comparison was out of specification using control material. Customer was wearing personal protective equipment consisting of gloves, a lab coat and face protection while troubleshooting and no injury or exposure was reported. Customer stated that patient results were not affected by the leak and there was no change to patient treatment attributed to this event. Field service engineer was dispatched and confirmed the leak. Fse proceeded to adjust the probe wipe assembly and cleaned the tube area and no further leaking was observed. Repair was verified per established procedures. Root cause for the manual probe leak was the probe wipe assembly was out of adjustment.

Manufacturer narrative:
Evaluation code - results code - (other): probe wipe assembly was out of adjustment. (B)(4).